Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00564. The patient received an scs system including an ipg and two percutaneous leads on (B)(6) 2006. It was reported that her scs system was replaced due to allegations of overstimulation. Effective stimulation was recaptured for the patient following the procedure. No further complications were reported.